Event description:
It was reported that the patient was seen by a medical professional, and the vns device settings were not what they should have been. Device was set to output current of 2.75 ma in (B) (6) 2008, but when device was interrogated on (B) (6) 2009, the output current was set to 0.75 ma. The medical professional did not know why this occurred and denies setting the patient to this setting. All attempts for further information have been unsuccessful to date.